Event description:
Nellcor puritan bennett rec'd a call from a representative of user facility on 8/22. User facility called to report the following problem: during an alarm event, respiratory therapy pressed menu/esc to check settings, and vent went into microprocessor failure - all light emitting diodes on with constant alarm, no volume delivered. Unable to reset right away. After approximately 1/2 hour vent was restarted with no alarm conditions. No pt harm. Pt was placed on back up achieva. Unit brought back to deal; unit passed all basic function test listed in manual.